Manufacturer narrative:
The device was returned and evaluated. It was confirmed that part of the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, the microtip needles separated from the rest of the hand piece. The piece was removed from the treatment site, and the procedure was completed with another handpiece. There were no patient complications.